Event description:
The pump was returned for investigation. Investigation revealed a damaged battery cap and that the cap contact height was out of specifications. This report is made based on results of investigation completed on 12/10/2013. There was no adverse event associated with this complaint.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 12/10/2013 with the following findings: during evaluation, the battery cap was observed to be damaged and the cap was unable to secure on to a test pump. The battery cap contact height was above specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).